Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their stimulator just shut off on its own. Patient stated that the controller shows that the stimulator is on and it turns on every now and then, but for the most part it is sporadically turning on and off. Patient mentioned that this happens a lot when they are trying to turn the stimulator on and it won't turn on no matter where they place the controller but then after awhile they are able to turn the stimulator on. Agent asked the patient if they had noticed any messages on the controller and patient stated that they did not know. Patient mentioned that they have a lot of back pain and they tried turning the therapy on, but it turned off and then all of a sudden it stopped working. Patient also mentioned that about 2 months ago the therapy did shut off and when they tried to turn it on during the day, it turned back on and just kept working. During the call, agent walked patient through resetting the controller. Patient confirmed that they were able to connect to the implant and the controller displayed that the implant was on but patient was not feeling the therapy. Patient mentioned that they called the doctor before this call and were told to call patient services for help. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.